Event description:
It was reported that a cartridge alarm 20 occurred, which had been previously reported with this pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received 10 replacement cartridges and a replacement pump was sent by technical support, and the case was closed.